Event description:
The manufacturer received information alleging cough and discomfort related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough and discomfort related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging persistent cough for several month, significant discomfort due to all persistent day and night related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white, gray, and black dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Also, there were tiny gray and black (inconsistent with degraded sound abatement foam) fibers/hairs at the air inlet of the blower box, dust-like contamination on top of the blower box, the blower motor, and the blower motor seal, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure, dust-like contamination on the bottom of the blower motor and inside of the blower motor, potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress, slight black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box, dust contamination in the inside of bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed an unknown white, gray, and black dust-like contamination, water ingress, keratin in the base unit and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.